Event description:
The rptr states doing back to back blood glucose tests, within minutes. Rptr's results were 113, 126 and 173 mg/dl. Rptr did not have any symptoms. The rptr is recovering from open heart surgery. Rptr did not know when the test strips were opened, but it was prior to being hospitalized for two months. Rptr does not have control solution for testing. No harm was alleged.